Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent blocked/occluded. (B)(4) for the reported event of stent difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2013-15138 and MFR. Report # 3005099803-2013-15205). It was reported to boston scientific corporation that a wallflex biliary rx covered stent (the subject of MFR. Report #3005099803-2013-15138 ) was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in (B)(6) 2013 (exact date unknown). According to the complainant, the stent was being placed to treat a benign stricture in the distal common bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. On (B)(6) 2013, the physician attempted to remove the stent using an extractor pro retrieval balloon(the subject of MFR. Report #3005099803-2013-15205). The catheter broke at the biopsy cap on the scope when the physician was trying to sweep the balloon through the stent. The catheter was removed from the patient and no fragments were left inside the patient. The physician noted that the stent could not be removed due to tissue ingrowth at the distal edge of the stent. The procedure was not completed and the stent was left implanted inside the patient. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿okay¿.